Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, it was found that a screw had no cut threads at the tip of the screw. The screw should have cut threads to the tip of it. The screw was defective. The surgery was completed successfully without delay. No further information is available. This report is for a 3.5mm cortex screw 55mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part: vs301.055. Synthes lot: h237942. Release to warehouse date: december 01, 2016. Manufactured by: (B)(4). No nonconformance reports (ncrs) were generated during production. --------------------------------- the product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed (B)(4) the threads of the screw look deformed. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. Functional test was not performed since the device was received by itself but the alleged will not cut/dull can be confirmed due to the threads of the screw were deformed. The observed condition of (B)(4) in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for vet (B)(4). While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing, reflecting the current and manufacture revision, was reviewed: - 3.5 mm cortex screw hex drive device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.